Event description:
Patient called in to report that the device keeps telling to plug in the cord even though it is plugged in. Troubleshooting unsuccessful. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 06/25/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The monitor was not identified as an issue so was not retuned from the field. Returned therapy cable passed safety but failed eit for bent pin in cable connector. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.